Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels. The caller wanted to make sure that the insulin pump was functioning properly. The caller stated that the customer ran out of insulin during the night, and changed the infusion set once she woke up. The caller stated that the customer battled high blood glucose levels all day after the infusion set change. The caller was unable to troubleshoot the insulin pump, and stated that she would have the customer call back. Nothing further was reported.